Event description:
Pt had a total left arthroplasty in 1995. Pt had increasing symptoms which resulted in a mechanical sense of metal on metal. X-rays showed a collapse of the polyethylene interspace. It was felt that pt had frank polyethylene failure and synovitis.